Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. While trouble shooting with the customer, the error was confirmed on the message screen and the customer reproduced the error by running wash primes. The wash syringe 2 was found to have failed; the customer resolved error by replacing the wash syringe. The customer verified repair by performing wash prime, quality control and sample runs without error and within acceptable range. The customer confirmed the aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4383] wash syringe 2 home overrun cause : the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to wash syringe failure.

Event description:
A customer reported getting error message "4383 wash syringe 2 home overrun" during calibration on the aia-2000 analyzer. The customer attempted to reboot the analyzer but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.